Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to enter defibrillation mode. Complainant did not indicate that there was any pt involvement in the reported malfunction.